Event description:
(B)(6) customer received blood results of 1.2 and 1.9 mmol/l on her contour link. She retested on another contour link and received a result of 9.9 mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer disconnected the call before any add'l info could be obtained. New meter will be sent. It is not expected that customer will return her strips for eval.